Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. When the patient presented in the clinic for routine follow up, battery behavior alert was observed. During device interrogation, premature battery depletion was noted on the device. During the previous follow-up in (B)(6) 2018, the estimated remaining longevity of the device was 3.4 years. The device was replaced. The patient was stable throughout the event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.